Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the port on the header of the pacemaker had failed to connect the lead. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event failure to connect was not confirmed. As received, the pacemaker was returned for analysis and there was nothing found that would prevent or block lead insertion. Preliminary tests performed of electrical and mechanical testing indicated that the device has normal characteristics. The test leads could be fully inserted into the atrial and ventricular ports. Lead insertion forces were normal and all port dimensions reveal the same. The setscrew could be tightened down on the test leads and were held firmly in the connector after full lead insertion. There were no device anomalies found. However, it was found that the user or physician stripped the ventricular setscrew due to incorrect wrench insertions into the setscrew.